Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden increase in impedance measurements over the course of a few days. In addition, there was oversensing and non-sustained ventricular tachycardia episodes noted on electrograms. The doctor chose to program the lead detections off. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.